Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that an ar-1941ps peek knotless corkscrew anchor pulled out. The peek knotless corkscrew was inserted into the lateral epicondyle and the bone was prepped using an ar-1941ds instrument kit in standard fashion. The anchor was inserted with no problem, but it pulled out when shuttling the repair stitch through the knotless mechanism. This was discovered during an ecrb debridement and repair procedure on(B)(6)2023. Additional information received on (B)(6)2023: the case was completed using an ar-3636 knotless fibertak.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.